Manufacturer narrative:
The device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: a visual inspection showed the display lens was scratched. Unrelated to the complaint, investigation revealed a dim, discolored display and cracks in the battery compartment below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2011, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and difficult to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.